Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding no errors related to incident. A global receiver functional test was performed on the receiver and it failed, finding audio failure. A manual sound drop test was performed on the receiver and it failed. The receiver case was opened and an interior inspection was performed and it passed. A resistance test was performed finding high resistance across the speaker. The complaint was confirmed. The root cause was determined to be a defective speaker sub-assembly post investigation.